Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open plastic surgery procedure, the thread broke and two suture needles detached prematurely in two cases. To complete the procedure, a new suture was opened. There was no patient injury.